Manufacturer narrative:
Visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog observed opening on anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
A healthcare professional reported pain and hard breast. During the procedure, a rupture of the implant was discovered on the left side. The device has been removed and replaced with a non-allergan device.

Event description:
A healthcare professional reported pain and hard breast. During the procedure, a rupture of the implant was discovered on the left side. The device has been removed and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.